Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device resulting in elevated blood glucose levels. The customer was on holiday in may when she noticed that there was insulin in the cartridge compartment. The patient's blood glucose value was 689 mg/dl, she was sick, vomited and had headaches. She was admitted to hospital on 5/10/2022 and was treated with insulin via an insulin perfusor. The patient was hospitalized until (B)(6) 2022 and is now fine.

Manufacturer narrative:
It was initially reported that the material has been disposed of, however, in the meantime roche has received two used cartridges for investigation.